Event description:
The customer reported the ventilator alarmed during normal ventilation operation due to a data acquisition pcba adc vent inop occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the customer evaluate the data acquisition board for replacement. The biomedical engineer reported the data acquisition pcb board to motor controller pcb board cable was replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.